Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was performed for provided lot number 0118586. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, 2 picture samples were received for evaluation by our quality team. Through examination of the picture sample, each photo shows a syringe. One syringe has blank ink from the scale orienting process at the bottom of the barrel and at the luer tip and the other sample has the blank ink at the luer tip. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode with the photos provided. Root cause description: the cause for this defect could have resulted during the syringe printing process where the scale printer had a jam, inducing ink being run over the barrel. Rationale: further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends.

Event description:
It was reported that black foreign matter was found in the bd syringe luer-lok¿ tip before use. The following information was provided by the initial reporter: "noticed a 20ml syringe had some kind of black buildup on the tip of the syringe, and it was inside the syringe itself. After looking, I noticed that several of the syringes with the lot number 0118586 had this black residue inside of the packaging. Some have more than others. Some cases there is the residue inside of some syringes and a couple with the residue on the tip of the syringe as well."